Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had an inaccurate time programmed onto the pump. Tandem technical support assisted the customer in successfully changing the pump time. The customer's blood glucose level was 287 mg/dl.